Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/7/2021. Additional information: h4, h6 component code: g07002 device not returned. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent based on the event, did the reservoir function properly upon first activation? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. No further information will be provided. No product available for return.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. After negative pressure was applied, a hissing sound was heard. Another product was used. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.